Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at camp when she started feeling unwell. She went to the paramedic station to test her bg. Her cgm displayed 50 mg/dl but her bg was 599 mg/dl. The patient self-treated with an insulin injection and her unspecified symptoms subsided a few hours later. At the time of the report, the patient felt fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).